Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One 139f75 catheter with a monoject limited volume syringe and contamination shield were returned for examination. The reported event of "problem with internal section of swan" was not confirmed. Although blood was found in the returned contamination shield, no visible damage was observed from the catheter body. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The returned contamination shield was received detached from the distal o-rings and the distal adaptor was missing from the contamination shield. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. Medication not being delivered consistently could cause a deterioration in the patient¿s condition and may necessitate additional interventions. It is unknown whether user or procedural factors contributed to the stated event. In this case, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use in the cvor, when the swan was placed in the patient leakage was observed in "the plastic sleeve and the green plastic piece". It was also indicated by the customer that there was a problem with the internal section of the swan and that the pressors leaked. Another catheter was used and worked successfully. No patient complications were reported.